Event description:
Hyperglycaemia[blood glucose increased] case description: analysis result: product 1: novopen 3, lot no.: nv40084, technical examinations were performed. The device was tested with a penfill cartridge and a novofine needle mounted. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During testing of the device it has not been possible to detect any dripping or leaking. Case conclusion: nothing abnormal was found. Product 2: mixtard 30 penfill 3 ml lot no.: rs60531, the returned product was examined visually. Due to insufficient complaint sample material in the returned cartridge a reference sample check was performed. A reference sample was tested macroscopically and microscopically. Furthermore, the parameters identify and assay were examined. A ph analysis was also performed. An examination of a reference sample showed nothing abnormal. The cartridge was seen to be cracked. A single or double line of breakage originates from the open end. This indicates that the glass has been subjected to squeezing or a light impact. Furthermore, insulin was trapped between the piston ribs because insulin was leaking out of the cracks and into the piston ribs. Case conclusion: a reference sample check showed nothing abnormal regarding the insulin. The brekage of the cartridge is most likely due to too high pressure applied to the push-button during use of the device, which has caused tension in the glass. Since last submission of the following info has been updated: - analysis results. - device lot number, concomitant product: mixtard.

Event description:
Reportedly this patient was hospitalized (date unk) with hyperglycemia due to an "unknown cause". It is not recalled by user (patient or parent) whether the pen had been dropped. It is stated that the pen did not deliver the correct amount of insulin. It is furthermore stated that by inspection of the pen and cartridge, the insulin was noticed to be leaking and the cartridge was cracked along length. The outcome of the event is unknown.